Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201437 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an undisclosed procedure, a 14f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. The patient did not experience any harm or health consequences due to this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds (B)(4) as specified in capa00319.

Event description:
It was reported that: when attempting to put the device through the sheath, it would not advance. There was no harm to the patient. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: when attempting to put the device through the sheath, it would not advance. There was no harm to the patient. Additional information has been requested from the account.